Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service did not observe any parts that had fallen off the distal end. However, the evaluation found the image had shadows due to breakage of the image guide bundle. In addition, the light guide lens was dirty, and a leak was observed due to a pinhole in the universal cord. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported ¿presence of substance near area of attachment of the flexible part with the proximal part where the lens system is inserted dot, dots on the image and loss of white powder.¿ there was no patient or user injury reported due to the event. This report is being submitted for the malfunction ¿loss of white powder¿ which may indicate fragments breaking off/falling off the distal end. Additional details were requested regarding the reported event; however, no further information was provided.

Event description:
Additional information was received regarding the customer's complaint. The customer reported that parts of the molykote were falling from the distal end rubber. During inspection and testing, no molycote was found. Only dirt and residues were found on the light guide lens.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The legal manufacturer's final investigation could not determine a definitive root cause of the reported issue as no device malfunction was confirmed during evaluation. Olympus will continue to monitor field performance for this device.